Event description:
It was reported from the us that during an orthopedic revision surgery the mcs liner trial broke during trial reduction. The liner impactor handle has a damaged tip and it will not accept the liner impactor tips, the rubber ring came off. There was no delay to surgery or patient adverse event. The patient's health was stable leaving the or. The agent was present at the time of surgery. The agency is inactive and no further information is available. The revision surgery was captured in 1038671-2018-00587 (femoral head) & 1038671-2018-00569 (mcs liner).

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Liner impactor handle; catalog and lot number not reported. Devices not available for analysis. Design-related issues: not enough information regarding the catalog numbers was provided to determine if there were any design-related issues. Mfg-related issues: manufacturing-related issues could not be determined because no information regarding the serial number or manufacturing lot was provided. The broken devices reported could not be confirmed as the devices were not available for evaluation and not enough identifying information was provided. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact.